Event description:
A (B)(6) underwent embolization of the prostate for treatment of benign prostatic hyperplasia. Embosphere microspheres were used as the embolic agent. Immediately after the procedure a full body rash developed. The patient had taken most of the other medications that had been administered previously, suggesting they weren't the etiology of the reaction. Rash became desquamating over the next few days and there are still multiple erythematous patches remaining several months after the procedure.